Event description:
It was reported that noise on the atrial lead was noted. The patient was asymptomatic and no other anomalies were reported. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.